Event description:
Material# 305540 , batch# 2304613. It was reported that the bd syringe allergy 1ml w/ndl 27x1/2 rb packaging was damaged/defective. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. We received a customer complaint on 23may24 for 46 trays of 1cc, 27g x ½, syringes (item# bd5540, lot# 2304613), stating ¿syringes are melted to packaging¿. The customer returned the product on (B)(6) 2024. One box with 5 unopened trays and one open tray and one case containing 40 unopened trays were returned. Please provide a prepaid return label to forward the reported product to you. Can you please initiate an investigation and forward your findings to me. We have assigned complaint number (B)(4) to this complaint. Please reference this complaint number in all future correspondence.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: 5 photos and 26 trays were received for investigation by our quality team. One "opened" tray was received with a syringe crimped and fused into the corner were the seal meets plastic. The complaint has been verified and the root cause of this issue is due to improper tray loading that led seal to seal other a syringe and cleave it. This issue is a quality control deficiency because the defect should have been noticed during visual checks. Corrective actions are not possible because the production facility for the device's production has since closed. No issue was present in the packaging of any other trays. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue (batch# 2304613).

Event description:
Samples received.